Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device was leaking oil. It was reported that the oil did not come into contact with the patient. There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was successfully completed. The exact date of this event is not known. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was leaking air. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a hole in the hose from mishandling of the device by allowing the hose to come in contact with a sharp object that punctured the hose or by exerting extreme force on the hose during cleaning or use. It was further determined that the device had low rotations per minute and had worn out pawls, driven pawls shaft, lock cylinder, pawl release, seal pack, ball bearings, outer hose and motor cylinder. It was determined that the low rotations per minute was from various worn components and seal deterioration from normal wearout over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.